Event description:
It was reported the device registered auto mode switching episodes the day after implant due to suspected cross talk. The cause of oversensing was the different sensing filter from the previous device. Reprogramming recommended changes were not made. The ventricular lead was repositioned. The patient condition is good. Device remains implanted.

Manufacturer narrative:
UDI (di): (B)(4).